Event description:
It was reported that on (B)(6) 2026, the arterial catheter was inserted without any apparent issues. During flushing, a noise was heard, after which the catheter was no longer visible. It was suspected that the catheter tip had broken and entered the patient's bloodstream. Vascular surgery was notified. On (B)(6) 2026, the arterial catheter was removed by a vascular surgeon. The ablation report documented a downstream thrombectomy, resulting in good vessel flow. No additional complications or consequences were noted in the patient's chart.

Manufacturer narrative:
(B)(4).